Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized due to high blood glucose levels. At the hospital, the patient was treated with insulin and stayed for two days. After being discharged from the hospital, the patient resumed insulin therapy with his insulin pump, but the blood glucose values rose to 16 mmol/l. The patient believes that the insulin pump was not delivering the insulin correctly. The patient replaced the headset, transfer set and cartridge, but the problem persisted.